Event description:
It was reported that the patient has an inflammatory mass, confirmed with imaging (not specified). The patient experienced increased baseline pain associated with the event. The pump was used to deliver dilaudid 100 mg/ml at 12 mg/day. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.